Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of "nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ with lidocaine and juvéderm® volbella¿ with lidocaine in the cheeks and lips. Patient received "emla topical anaesthetic / xylonest 1% at cannula entry point 0.3ml each" before injections. Four months later, patient experienced "nodules in both cheek areas, and the upper and lower lip, more at the left". Patient treated with hyalase 1'500 ie by dermatologist multiple times. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00609 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.